Manufacturer narrative:
The customer stated that the rear fan runs fine, and the filter is clean. The service technician indicated one of the air inlet filters is dirty and obstructed, and that might explain the excessive temperature of the turbine. The service technician stated either to start by replacing the filter and see if the device has this problem again, or preventively replace the filter and the turbine and/or the control card. The customer requested preventive maintenance and a quote for this service action. Further information is currently pending.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips unit was shut down due to error "elevated temperature of the turbine" during use. The device was in clinical use at the time the issue was discovered, there was no patient or user harm reported.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer stated that the rear fan runs fine and the filter is clean. The air inlet filter, however, has seen better days. The service technician indicated one of the air inlet filters is dirty and obstructed, which might explain the turbine's excessive temperature. The service technician stated either we start by replacing this filter and see if the device has this problem again, or we preventively replace the filter and the turbine and/or the control card. The service technician asked the customer if he wanted a parts quote (for the filter) or a service action quote (turbine and/or card). The customer requested preventive maintenance and a quote.

Event description:
It was reported to philips unit was shut down due to error "elevated temperature of the turbine" during use. The device was in clinical use at the time the issue was discovered, there was no patient or user harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).